Event description:
Patient reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule-ndr: not applicable as the event is not related to the device. Rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Pain: unable to observe as it is not related to the device. Additional observations: brown particles observed in the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.